Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, the ring was distorted; "d" shaped. The ring had been cut through to the other side. The ring was cut and/or torn adjacent to the area of separation where the ring was fully cut. Glistening off-white pannus covered the inflow and outflow sides of the ring. Radiography showed a break or fracture in the ring with trace mineralization in the host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The reason for the explant was not reported. The break/fracture may have been caused by pulling and tugging at explant to remove it. Because this is a flexible ring as opposed to a metal ring, it is possible the fracture occurred at that time.

Event description:
Medtronic received information that this annuloplasty device, implanted 4 years was explanted and replaced with a mechanical valve. The reason for explant is unknown. There was no dissatisfaction with the device or its performance. No adverse patient effects reported.